Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. In-house fa installed illuminator into the printed circuit assembly (pca) si system and the system powered up vision side cart (vsc) in normal mode. The illuminator passed communication, white balance, auto calibration and good video. The system kept idle for ten minutes and performed ten power cycles with no issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed that during white balance and 3d calibrations, if was identified that the system had poor image quality in the vision cart monitor and the high resolution stereo viewer (hrsv). The customer performed the hard power cycle, recalibrated and checked with the 0 and 30 degree scopes, still issue remained same. The procedure was converted to traditional laparoscopy with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting poor image quality in vision cart monitor and hrsv vision, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. No image or video was available for review. An event verification confirmed the nephrectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.